Event description:
Brand always product pads I bought from costco, the smell is extremely pungent. May have benzene exceed the tolerance. Dates of use: (B)(6) 2017 - (B)(6) 2018. Diagnosis or reason for use: period. Is the product compounded: yes. Is the product over-the-counter: yes.